Manufacturer narrative:
(B)(4).

Event description:
It was reported via home monitoring that this lv lead had no capture. The pulse width was changed from 0.4ms to 1.0ms in favor of a vector with a lower threshold.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.